Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that diagnostic testing revealed high impedance values on multiple lead contacts. Reprogramming did not resolve the issue. As a result, patient may undergo surgical intervention to address the issue.